Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with an existing medtronic surgical aortic valve (sav), the valve was deployed to 80% and using fluoroscopy for visualization, the implant position was too high. The valve was recaptured. On the second deployment attempt the depth was assessed and determined to be ideal placement. The valve was fully deployed. A gradient of 37 mm hg was measured using a pigtail catheter. The implanting physician made the decision to attempt a fracture of the suture ring of the sav using a 20mm non-medtronic balloon. During inflation of the balloon the transcatheter valve dislodged out of the sav to a proximal position of the sav in the ascending aorta. The transcatheter valve was snared up. The original non-medtronic balloon was used to fracture the suture ring of the surgical valve. A second 23mm medtronic transcatheter valve was then placed within the sav and deployed to 80%. An aortogram was performed and the depth of the second medtronic valve appeared acceptable at 3mm on non-coronary cusp. The valve was fully deployed. An aortogram was performed and coronary filling was observed. The valve was assessed using transthoracic echocardiogram and appeared to have normal function with a gradient of 6 mm hg. No additional adverse patient effects were reported.